Event description:
The tip of temporary anchorage device broke as it was inserted into the jawbone. The tip broke off at approximately 6mm insertion depth. The first incident occurred on (B)(6) 2023 and the second on (B)(6) 2023. Both incidents occurred on the same patient. Reference report: mw5118105.